Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device has an inoperative pumphead keypad on channel b. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.48.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced five times, but the previous servicing did not contribute to the reported problem. A device history review was also performed, finding that during the manufacturing of this device, the nurse call did not function, the iso communication was changed, and pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "inoperative keypad at channel b" was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid inside of the pump. It was not indicated whether or not anything was done to address this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.